Event description:
A (B)(6) female pt was being discharged from our hospital with prescription for aspirin 40.5 mg chewable tablet (1/2 of 881 mg chewable tablet). We use cerner at our facility. The discharge medication reconciliation was done through cerner as is our process, but the dose of the drug does not transmit to the pt summary that is provided to the pt. Only the product and frequency transmit. The dose does transmit to any prescriptions but since that was an over the counter medication, the parents were using the pt summary to know what to give their child. It appeared on the pt summary that the pt should receive the entire 81 mg tablet as their dose. This was caught by the physician because this particular physician had been involved in another error because of this same issue. The family was educated on the correct dose to administer to their child, but the pt could have received a 50% increase in the amount of aspirin they were supposed to receive. Medication administered to or used by the pt: yes. Where did the error occur: hospital. (B)(6).